Event description:
Pt alleges that in feburary, 1992 she received a letter from her physician stating that it is "quite probable the implants are leaking". Pt also alleges she has suffered for years, has developed numerous and very painful lumps and the pain is horrendous.